Event description:
During routine testing of the unit, the user found it would turn on, begin the start sequence, and display "starting", but would not fully power up. There was no pt harm involved. Testing disclosed a cracked socket for integrated circuit u14 on assembly. The cause of the crack could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.